Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with episodes down to 51¿53 mg/dl and time below range up to two hours, corrected with oral glucose, and the device alerted to lows; questions arose about unrecognized duplicate meal announcements and why a subsequent meal dose appeared higher after a prior low. Symptoms included no reported physical manifestations despite low glucose readings. Outcomes included self-treatment with oral carbohydrate and no need for assistance or medical intervention. Investigation included review of device history, meal announcement logs, and engineering records, as well as user education and troubleshooting. Investigation of this case revealed that the device correctly recorded each step of the meal announcement process and that differing pre-announcement glucose levels influenced automated dosing, explaining higher insulin delivery when glucose was elevated, while the ilet meal history display only shows the most recent period, accounting for the discrepancy versus the external report. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user- and physiology-related factors could not be excluded. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.